Manufacturer narrative:
The device was evaluated by the field service engineer (fse) who confirmed the customer's nav ring issue, and the settings can only be changed via the touchscreen. The fse replaced the front bezel to resolve the navigation ring failure. All tests passed per service manual requirements. The unit was returned to service. No other anomalies were reported. The front bezel was returned for analysis. Failure investigation is not required. Previous investigations have identified that liquid ingress, due to the variability of the assembly process, causes navigation ring failures. Upon further review of the case, the incident is not a reportable event. There is no indication that the event reported is likely to cause or contribute to a death/permanent impairment/serious injury.

Manufacturer narrative:
Date of this report: 08june2021. There was no patient involvement.

Event description:
The customer reported the navigation ring does not work and only the touchscreen can be used to change settings. There was no patient involvement. The investigation is ongoing.